Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pelvic pain') and perforation ('organ perforation') in a 49-year-old female patient who had essure (batch no. 731815) inserted for permanent contraceptive tubal implant. The occurrence of additional non-serious events is detailed below. The patient's medical history included breast prosthesis implantation, multi gravida, abortion, premature labour, rhinoplasty, tonsillectomy and non-smoker. Family history included cancer. Concomitant products included drospirenone + ethinylestradiol (yasmin) since 2011 for contraception as well as analgesics and lorazepam. On (B)(6) 2010, the patient had essure inserted. On (B)(6) 2018, the patient experienced endometriosis ("endometriosis"), cervix disorder ("cervix alterations") and endometrial hyperplasia ("proliferative endometrium"), 7 years 10 months after insertion of essure. On an unknown date, the patient experienced pelvic pain (seriousness criteria hospitalization and intervention required), perforation (seriousness criterion medically significant), swelling ("swelling"), hypersensitivity ("allergic reactions"), fatigue ("exhaustion"), vomiting ("vomiting"), diarrhoea ("diarrhea"), skin disorder ("skin problems"), arthralgia ("joint pain"), fluid retention ("liquid retention"), depression ("depression"), headache ("persistent headaches"), adnexa uteri pain ("right ovarian pain"), back pain ("lumbar pain"), cardiovascular disorder ("poor circulation"), dyspepsia ("digestive problems") and emotional disorder ("poor emotional state"). The patient was hospitalized from (B)(6) 2018. The patient was treated with dexketoprofen trometamol (enantyum), paracetamol and surgery (hysterectomy with bilateral salpingectomy without ovarian removal). Essure was removed on (B)(6) 2018. At the time of the report, the pelvic pain, perforation, swelling, hypersensitivity, fatigue, vomiting, diarrhoea, skin disorder, arthralgia, fluid retention, depression, headache, adnexa uteri pain, back pain, cardiovascular disorder, dyspepsia, emotional disorder, endometriosis, cervix disorder and endometrial hyperplasia outcome was unknown. The reporter considered adnexa uteri pain, arthralgia, back pain, cardiovascular disorder, cervix disorder, depression, diarrhoea, dyspepsia, emotional disorder, endometrial hyperplasia, endometriosis, fatigue, fluid retention, headache, hypersensitivity, pelvic pain, perforation, skin disorder, swelling and vomiting to be related to essure. The reporter commented: concerning the injuries reported in this case, the following ones were described in patient's medical records: swelling, allergic reactions, pelvic pain, organ perforation, exhaustion, vomiting, diarrhoea, skin problems, joint pain, liquid retention, depression, persistent headaches, right ovarian pain, lumbar pain, poor circulation, digestive problems, poor emotional state. Diagnostic results (normal ranges are provided in parenthesis if available): alanine aminotransferase (u/l) - on (B)(6) 2018: 20 u/l. Aspartate aminotransferase (u/l) - on (B)(6) 2018: 26 u/l. Blood alkaline phosphatase (u/l) - on (B)(6) 2018: 67 u/l. Blood bilirubin (mg/dl) - on (B)(6) 2018: 0.9 mg/dl. Blood calcium (mg/dl) - on (B)(6) 2018: 9.1 mg/dl. Blood chloride (nmol/l) - on (B)(6) 2018: 101 nmol/l. Blood creatinine (mg/dl) - on (B)(6) 2018: 0.70 mg/dl. Blood glucose (mg/dl) - on (B)(6) 2018: 92 mg/dl. Blood lactate dehydrogenase (u/l) - on (B)(6) 2018: 185 u/l. Blood potassium (nmol/l) - on (B)(6) 2018: 4.4 nmol/l. Blood sodium (nmol/l) - on (B)(6) 2018: 138 nmol/l. Blood urea (mg/dl) - on (B)(6) 2018: 29 mg/dl. Coagulation test - on (B)(6) 2018: normal. Computerised tomogram - in (B)(6) 2011: no result provided. Glomerular filtration rate - on (B)(6) 2018: >90.0ml/min/1.73m2. Gynaecological examination - on (B)(6) 2018: vaginal examination: the skin of the labia majora appears hyperplastic with visible scratching marks. Vaginal apex shows good healing, serosanguineous discharge postsurgery. Haematocrit (%) - on (B)(6) 2018: 42.6 %. Haemoglobin (g/dl) - on (B)(6) 2018: 14.0 g/dl. Hysteroscopy - on an unknown date: procedure completed without complications. Permeable cervical canal. Type 11 cavity, regular. Proliferative endometrium. Visible ostium. No pathological images are observed within the cavity.. Microscopy - on (B)(6) 2018: in the areas where the essure parts are located, focal endometriosis is visible, as well as dispersed throughout the myometrium. There are no signs of acute inflammation or suspicion of infection associated with metal devices. Neutrophil count (%) - on (B)(6) 2018: 62.1 %. Pathology test - on (B)(6) 2018: complete hysterectomy with bilateral salpingectomy without ovarian removal, measuring 10.5 cm. Along the craniocaudal axis, 9 cm along the lateral axis and 5.5 cm along the dorsal stream. The base of the cervix is 3.2 cm and the outer cervical orifice appears rounded, measuring 0.4 cm.both tubes of macroscopically normal appearance are visible and measure 8.5 cm average length. The endometrium appears functioning and the myometrium has a thickened appearance. Inside of both tubes, metal devices ("essure") are housed. Partial inclusion in 8 blocks in such a way that the first 2 correspond to cervix incisions, blocks 3 and 5 to incisions of the endometrium, block 4 to an area of thickened myometrium, and blocks 6; 7 and 8 to the fallopian tubes; on (B)(6) 2018: macroscopic description: in the areas where the essure was located, there is focal endometriosis as well as dispersed throughout the myometrium. There are no signs of acute infection or suspicion of infection associated with metal devices. Microscopic description complete hysterectomy with bilateral salpingectomy: uterine endometriosis (adenomyosis), cervix showing alterations. Proliferative endometrium. Control appointment scheduled in one month for post-surgical discharge. Platelet count - on (B)(6) 2018: 291000. Pregnancy test - on (B)(6) 2018: negative. Ultrasound scan - in (B)(6) 2011: no result provided; on (B)(6) 2018: free cavum pelvis. Both ovaries show ovarian follicle measuring 13 mm. White blood cell count (10 thousand per microlitre) - on (B)(6) 2018: 6.04 10 thousand per microlitre. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 29-nov-2019: quality safety evaluation of ptc. We received a lot number in this case. A technical investigation was conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pelvic pain') and perforation ('organ perforation') in a (B)(6) female patient who had essure (batch no. 731815) inserted for permanent contraceptive tubal implant. The occurrence of additional non-serious events is detailed below. The patient's medical history included breast prosthesis implantation, multi gravida, abortion nos, premature labour, rhinoplasty, tonsillectomy and non-smoker. Family history included cancer (nos). Concomitant products included drospirenone + ethinylestradiol (yasmin) since 2011 for contraception as well as analgesics and lorazepam. On (B)(6) 2010, the patient had essure inserted. On (B)(6) 2018, the patient experienced endometriosis ("endometriosis"), cervix disorder ("cervix alterations") and endometrial hyperplasia ("proliferative endometrium"), 7 years 10 months after insertion of essure. On an unknown date, the patient experienced pelvic pain (seriousness criteria hospitalization and intervention required), perforation (seriousness criterion medically significant), swelling ("swelling"), hypersensitivity ("allergic reactions"), fatigue ("exhaustion"), vomiting ("vomiting"), diarrhoea ("diarrhea"), skin disorder ("skin problems"), arthralgia ("joint pain"), fluid retention ("liquid retention"), depression ("depression"), headache ("persistent headaches"), adnexa uteri pain ("right ovarian pain"), back pain ("lumbar pain"), cardiovascular disorder ("poor circulation"), dyspepsia ("digestive problems") and emotional disorder ("poor emotional state"). The patient was hospitalized from (B)(6) 2018 to (B)(6) 2018. The patient was treated with dexketoprofen trometamol (enantyum), paracetamol and surgery (hysterectomy with bilateral salpingectomy without ovarian removal). Essure was removed on (B)(6) 2018. At the time of the report, the pelvic pain, perforation, swelling, hypersensitivity, fatigue, vomiting, diarrhoea, skin disorder, arthralgia, fluid retention, depression, headache, adnexa uteri pain, back pain, cardiovascular disorder, dyspepsia, emotional disorder, endometriosis, cervix disorder and endometrial hyperplasia outcome was unknown. The reporter considered adnexa uteri pain, arthralgia, back pain, cardiovascular disorder, cervix disorder, depression, diarrhoea, dyspepsia, emotional disorder, endometrial hyperplasia, endometriosis, fatigue, fluid retention, headache, hypersensitivity, pelvic pain, perforation, skin disorder, swelling and vomiting to be related to essure. The reporter commented: concerning the injuries reported in this case, the following ones were described in patient's medical records: swelling, allergic reactions, pelvic pain, organ perforation, exhaustion, vomiting, diarrhoea, skin problems, joint pain, liquid retention, depression, persistent headaches, right ovarian pain, lumbar pain, poor circulation, digestive problems, poor emotional state. Diagnostic results (normal ranges are provided in parenthesis if available): alanine aminotransferase (u/l) - on (B)(6) 2018: 20 u/l. Aspartate aminotransferase (u/l) - on (B)(6) 2018: 26 u/l. Blood alkaline phosphatase (u/l) - on (B)(6) 2018: 67 u/l. Blood bilirubin (mg/dl) - on (B)(6) 2018: 0.9 mg/dl. Blood calcium (mg/dl) - on (B)(6) 2018: 9.1 mg/dl. Blood chloride (nmol/l) - on (B)(6) 2018: 101 nmol/l. Blood creatinine (mg/dl) - on (B)(6) 2018: 0.70 mg/dl. Blood glucose (mg/dl) - on (B)(6) 2018: 92 mg/dl. Blood lactate dehydrogenase (u/l) - on (B)(6) 2018: 185 u/l. Blood potassium (nmol/l) - on (B)(6) 2018: 4.4 nmol/l. Blood sodium (nmol/l) - on (B)(6) 2018: 138 nmol/l. Blood urea (mg/dl) - on (B)(6) 2018: 29 mg/dl. Coagulation test - on (B)(6) 2018: normal. Computerised tomogram - in (B)(6) 2011: no result provided. Glomerular filtration rate - on (B)(6) 2018: >90.0ml/min/1.73m2. Gynaecological examination - on (B)(6) 2018: vaginal examination: the skin of the labia majora appears hyperplastic with visible scratching marks. Vaginal apex shows good healing, serosanguineous discharge postsurgery. Haematocrit (%) - on (B)(6) 2018: 42.6 %. Haemoglobin (g/dl) - on (B)(6) 2018: 14.0 g/dl. Hysteroscopy - on an unknown date: procedure completed without complications. Permeable cervical canal. Type 11 cavity, regular. Proliferative endometrium. Visible ostium. No pathological images are observed within the cavity.. Microscopy - on (B)(6) 2018: in the areas where the essure parts are located, focal endometriosis is visible, as well as dispersed throughout the myometrium. There are no signs of acute inflammation or suspicion of infection associated with metal devices. Neutrophil count (%) - on (B)(6) 2018: 62.1 %. Pathology test - on (B)(6) 2018: complete hysterectomy with bilateral salpingectomy without ovarian removal, measuring 10.5 cm. Along the craniocaudal axis, 9 cm along the lateral axis and 5.5 cm along the dorsal stream. The base of the cervix is 3.2 cm and the outer cervical orifice appears rounded, measuring 0.4 cm. Both tubes of macroscopically normal appearance are visible and measure 8.5 cm average length. The endometrium appears functioning and the myometrium has a thickened appearance. Inside of both tubes, metal devices ("essure") are housed. Partial inclusion in 8 blocks in such a way that the first 2 correspond to cervix incisions, blocks 3 and 5 to incisions of the endometrium, block 4 to an area of thickened myometrium, and blocks 6; 7 and 8 to the fallopian tubes; on (B)(6) 2018: macroscopic description: in the areas where the essure was located, there is focal endometriosis as well as dispersed throughout the myometrium. There are no signs of acute infection or suspicion of infection associated with metal devices. Microscopic description complete hysterectomy with bilateral salpingectomy: uterine endometriosis (adenomyosis), cervix showing alterations. Proliferative endometrium. Control appointment scheduled in one month for post-surgical discharge. Platelet count - on (B)(6) 2018: 291000. Pregnancy test - on (B)(6) 2018: negative. Ultrasound scan - in (B)(6) 2011: no result provided; on (B)(6) 2018: free cavum pelvis. Both ovaries show ovarian follicle measuring 13 mm. White blood cell count (10 thousand per microlitre) - on (B)(6) 2018: 6.04 10 thousand per microlitre. We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.